Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 13 devices were evaluated in the field and the issue was confirmed; 7 devices had broken/damaged components, 4 devices had bent components, 4 devices had dirty components, and 1 device had a worn component. The devices were repaired and returned. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage or the brakes could not be engaged. There was no patient involvement.